Event description:
During routine radial artery insertion, plastic shaft tubing cracked. The black plunger used to advance the guidewire, partially dislodged. The plunger was stuck in plunged position. Despite pressure, it could not be pulled back. When the radial line was removed, it demonstrated curling of the guidewire within the white plastic tip that could not be retrieved/pulled back into the white sleeve. Despite removal from the body, the guidewire white tip remained in hard-flexed, curled position. Radial artery tear/damage is suspected, controlled with application of focal pressure. Proper technique was used throughout operator inserted dozens of same arrows without issues, this new a-line was later inserted in contralateral radial artery from same lot without difficulty of note, initially advancing plunger to hub before performing the procedure was notable for plunger being slightly stuck at the black mark that marks exit of the guidewire from the needle. This stuck feeling resolved after multiple practice plunges before the beginning of the actual procedure. Diagnosis or reason for use: hypotension, need for arterial access.